Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A system check was performed and the occlusion appeared to be within the infusion set tubing. The customer changed the infusion set tubing and resumed insulin delivery. The customer's blood glucose (bg) level was 283 mg/dl and a corrective bolus was delivered to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge. The customer was aware that apidra was not labeled for use with the pump.